Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, rash and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and rash to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), rash ("rashes") and dysmenorrhoea ("painful menstruation"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, rash and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B76630-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one tube was blocked". The patient's medical history included eczema, hypertension, infection ingrowing toenail, obesity, skin lesion (localized to [as symptoms (sx)] - multiple vesicles and erosion in both palms/soles), vaginal discharge, endocervical squamous metaplasia, cervical intraepithelial neoplasia ii, adenomyosis, endometriosis, paratubal cyst, vomiting and chronic cervicitis. Previously administered products included for an unreported indication: depo provera, promethazine and norco. Concurrent conditions included bicornuate uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), dysmenorrhoea ("painful menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), migraine ("migraine"), headache ("headache") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, dysmenorrhoea, psoriasis, anaemia, dysmenorrhea, dyspareunia, migraine, headache and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psoriasis, rash, vaginal haemorrhage and dysmenorrhea to be related to essure. The reporter commented: the right tube had 4 calls visualized after placement and the left tube had 2 coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: confirming- menorrhagia, psoriasis, dysmenorrhea, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive and abnormal bleeding') in a 30-year-old female patient who had essure (batch no. B76630) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "only one tube was blocked". The patient's medical history included eczema, hypertension, infection ingrowing toenail, obesity, skin lesion (localized to [as symptoms (sx)] - multiple vesicles and erosion in both palms/soles), vaginal discharge, endocervical squamous metaplasia, cervical intraepithelial neoplasia ii, adenomyosis, endometriosis, paratubal cyst, vomiting and chronic cervicitis. Previously administered products included for an unreported indication: depo provera, promethazine and norco. Concurrent conditions included bicornuate uterus. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("rashes"), dysmenorrhoea ("painful menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), psoriasis ("autoimmune disorder type of disorder: psoriasis"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia ((painful sexual intercourse)"), migraine ("migraine"), headache ("headache") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, dysmenorrhoea, psoriasis, anaemia, dysmenorrhea, dyspareunia, migraine, headache and abdominal pain outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psoriasis, rash, vaginal haemorrhage and dysmenorrhea to be related to essure. The reporter commented: the right tube had 4 calls visualized after placement and the left tube had 2 coils visualized after placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: confirming- menorrhagia, psoriasis, dysmenorrhea, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events- ¿abnormal bleeding vaginal, menorrhagia, autoimmune disorder type of disorder: psoriasis, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines, headaches, abdominal pain, only one tube was blocked ¿, reporter, lab data, historical condition added. Events- ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)¿ outcome updated to ¿recovered / resolved¿. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.